Manufacturer narrative:
(B)(4) - animas was able to contact the patient on (B)(4) 2012. The patient stated that the reported hospitalization and reported blood glucose levels were related to "personal issues." The patient confirmed that there was no issue with the pump or any of the supplies. The patient stated that since that time blood glucose levels had resumed to normal. The patient still did not wish to discuss the event as the patient stated that the issue was a private matter.

Event description:
The patietn contacted animas on (B)(6) 2012 reporting a hospitalization two days earlier for high blood glucose levels at which time the pump was discontinued. The patient declined to further elaborate on the issue. This report is made based on the allegation that the patient was hospitalized for hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
Follow-up #3 date of submission 01/31/2017. Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2017: the black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - correction to initial report: the correct event date was (B)(6) 2012 the patient contacted animas on (B)(6) 2012.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.